Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the he received no delivery alarms. The customer explained that he had a tubing connector anomaly. The customer stated that when he locks the reservoir with the infusion set, it will not twist correctly and the reservoir goes in an angle into the insulin pump. He was able to reposition the reservoir and make it straight and after that he would not receive no delivery alarms. The customer also reported that for two days he was unable to get his blood glucose level under 240 mg/dl. He stated that he changed the infusion set and reservoir 2 times and had not had any issues since then. Troubleshooting was performed and no issues with the current set were found. The product will not be returned for analysis.